Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was displaying overlapping data points. At the time of the report with tandem technical support the display was functioning as intended; therefore customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.